Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 395 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Caller was advised that insulin pump was working as designed. It was found that cannula was bent. Caller reported that buttons were not responding. Caller also reported that customer was taken to the hospital on (B)(6) 2017 with blood glucose of 700 mg/dl. Customer was hospitalized due to a kidney infection. Customer was treated with insulin drip and blood glucose stabilized quickly. Customer was wearing insulin pump at the time of hospitalization. It was reported that insulin pump would need to be replaced.